Manufacturer narrative:
Follow-up #1: date of submission 12/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a visual inspection of the pump showed multiple cracks in the battery compartment. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was damaged and punctured. The audio bolus button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).